Event description:
The customer reported that "monitor didnt alarm during patient event " the device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that "monitor didn't alarm during patient event "the device was in use on a patient. There was no report of patient or user harm.